Event description:
It was reported that the customer went to the emergency room due to a low blood glucose (bg) (specific bg value was not provided) and hypoglycemic seizure. Further details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.